Manufacturer narrative:
The torn leaflet, which was reported to cause valvular regurgitation and stenosis, could not be confirmed. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
In 2014, a 33 mm epic stented porcine heart valve w/flexfit system was successfully implanted in a patient. On (B)(6) 2021, the patient presented with grade 4 mitral insufficiency and grade 3 mitral valve stenosis. Further inspection of the valve showed indication of a leaflet tear. On an unknown date, a reoperation procedure occurred. The patient is stable.